Manufacturer narrative:
The na electrode lot number was dcw59 with an expiration date of 01-may-2026. The field service engineer (fse) cleared a partially occluded sipper nozzle. The fse ran ise checks, calibration, qc, and precision successfully and verified analyzer operation. No further issues were reported after the service visit. The investigation determined the event was due to maintenance issues.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples tested on a cobas pro ise analytical unit. The customer indicated that one of their cobas pros (sn: (B)(6) is generating higher/incorrect results. Sample 1: the initial result was 142 mmol/l. The repeat result was 153 mmol/l. It is unknown which result was deemed correct or reported out. Sample 2: the initial result was 161.7 mmol/l with a data flag. The repeat result was 149.6 mmol/l. The sample was repeated as the result did not match the patient's history. The questionable result was not reported out and the repeat result was deemed correct. Sample 3: the initial result was 131.6 mmol/l. The repeat result was 142 mmol/l. It is unknown which result was deemed correct or reported out.